Manufacturer narrative:
No conclusion can be made. As reported, the patient reports pain, post implant of the ventralight st mesh (device #1) and underwent mesh explant with implant of a bard flat mesh (device #2). It was identified during the explant procedure that the ventralight st mesh had not been centrally placed over the hernia defect. Based on the information provided, it is unclear how this may have contributed to the reported postoperative pain. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR represents the bard/davol ventralight st mesh (device #1). An additional MDR was submitted to represent the bard flat mesh (device #2), 1213643-2021-20010. Note, the date of implant is provided as a best estimate as (B)(6) 2013. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an intraperitoneal onlay mesh (ipom) procedure in 2013, an unspecified bard/davol ventralight st mesh (device #1) was implanted in a male patient for post-traumatic ventral hernia after a previous laparotomy. The patient consulted the surgeon with pain complications and the surgeon decided to remove the intraperitoneal mesh and place a retro-muscular bard flat mesh (device #2) in order to guarantee the firmness of the abdomen; a CT scan showed a rectus diastasis above the umbilicus. The ipom mesh (ventralight st mesh device #1) was removed on (B)(6) 2018 and a bard flat mesh (device #2) was placed. The surgeon identified during this procedure no hernia recurrence was observed, but the mesh (ventralight st mesh device #1) was not centrally placed over the hernia defect, and in the procedure the diastasis recti (the separation of the rectus abdominis) had not been repaired by suturing. However after this procedure, it is reported that the patient's pain complaints have worsened to the extent that the patient could only work on very limited daily activities. After consultation with the patient, the surgeon decided to remove the lateral edge of the mesh (flat mesh device #2) with a neurectomy on the most painful right side and therefore, the rim of mesh on right side was removed on (B)(6) 2019. As reported, it did not give the desired result and there was no functional improvement. A CT was performed that showed no fracture or abscess around the mesh. The surgeon doubts the strength of the abdominal wall after the removal of mesh with greatest risk of rapid recurrence of a hernia. On further consultation, the surgeon decided to give symptomatic treatment with pain relief.